Event description:
It was reported that a new ilet user experienced hyperglycemia after a high-carbohydrate meal, with sensor blood glucose (bg) readings peaking at 404 mg/dl, despite a meal announcement. Since the user's bg had only been elevated for 30 minutes, they were advised to wait another hour for bg the decrease. Upon follow up, user was guided to enter a blood glucose value into the ilet, and subsequent readings trended down to the 200s and then into range without alerts or alarms, hospitalization, or medical intervention. Symptoms included elevated blood glucose and polydipsia. Outcomes included transient hyperglycemia that resolved with device-directed correction and monitoring, without long-term impact. Investigation included review of device use and guidance by customer support, along with retrospective data review. Investigation of this case revealed that the event was consistent with postprandial hyperglycemia in the early adoption period and that the device continued to deliver corrections as designed. It was concluded that the device functioned as intended and that the event was attributable to user meal size and timing rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.